Event description:
The MFR received info alleging a ventilator powers off during use. There was no harm or injury reported.

Manufacturer narrative:
The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.